Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the rewind, basic occlusion and displacement tests. No motor error alarm noted. Motor passed the motor test. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 233 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.